Manufacturer narrative:
Revision occurred after 3 weeks due to infection. No actual, implied, or suspect link to fx product.

Event description:
Revision occurred approximately 3 weeks after the prior revision, which occurred on (B)(6) 2024. The primary surgery occurred on (B)(6) 2024. No fall or other trauma reported. Revision occurred due to infection at implant site. Centered 36 mm glenosphere, 36 mm + 3 humeral stability cup, and 9 mm spacer explanted. These parts were replaced with identical parts.